Manufacturer narrative:
(B)(4) the reported complaint was confirmed. Customer noticed a change in the temperature readings on the bpm after the 1.69 software upgrade. They were notified that this is due to the temperature algorithm design change in the upgrade to make it more accurate and the difference is expected. The 1.69 software upgrade supplement sent out does not specify there would be a change in the temperature algorithm, it only states the accuracy limits have been revised. No product will be returned for further evaluation. No additional action will be taken at this time.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the temperature on the blood parameter monitor (bpm) display was 1 - 1.5 degrees celsius (c) lower than what the in-line temperature probes were showing. The device was not changed out, as they continued to use for the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical summary on (B)(6) 2015: per the email sent to the perfusionist (ccp), the new bpm software upgrade (1.69) has improved accuracy for temperature measurement as compared to software version 1.65. During blood laboratory testing comparing 1.65 to the new 1.69 version of software, precision thermistors were placed in the shunt line circuit and they were compared to the temperature being measured in the shunt. The accuracy of the bpm temperature compared to in-line thermistors was: + / - 0.878 degrees c for software version 1.65. + / - 0.212 degrees c for new software version 1.69. The accuracy is improved in the new software and this information was detailed in the manufacturer clinical services email to the customer. This is why they have observed a difference in the bpm temperature as compared to the measured oxygenator blood outlet temperature. There is no indication of a device malfunction, and this was simply an observation of a difference in the bpm shunt temperature as compared to the oxygenator outlet temperature. The bpm was used for the procedure and the case was completed successfully without delay and without associated blood loss. There was no harm observed.